Event description:
Meter name: one touch fasttake. Strip name: lifescan. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: no symptoms. A pt reported they were treated by emergency medical tech . Their meter allegedly would only prompt apply sample message. The pt was unable to test. The result on the emt meter was 30 mg/dl. The time difference between pt's meter and emergency medical tech was unknown. Treatment was glucose in vein and 2 unknown IV's. Pt was passed out for 45 minutes. Upon consciousness pt declined going to the hospital pt's blood sugar result 313 mg/dl. Pt signed release with the emergency medical tech. No further info has been reported.